Manufacturer narrative:
The report is submitted on october 21, 2021.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2021, and the patient was re-implanted with a new device during the same surgery. This report is submitted on august 26, 2021.

Manufacturer narrative:
This report is submitted on july 30, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The surgeon has deemed the device as a device failure (no integrity test has been performed to confirm a device failure).